Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿vendor/printer error¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: federal (USA) law restricts this device to sale by or on the order of a physician. Caution: federal (USA) law restricts this device to sale by or on the order of a doctor or on medical prescription. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. After use, this product may present a potential biohazard. Handle it and throw it away in accordance with accepted medical practice and local, national and federal laws in force. The device was not returned.

Event description:
It was reported that the holes at the end of the intermittent catheters were not punctured, which as a result was not allowing the fluid to flow through. Also stated that the label affixed on the outside of the packaging was very confusing as to what components were sterile especially when the customer was trying to keep the environment sterile for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the holes at the end of the intermittent catheters were not punctured, which as a result was not allowing the fluid to flow through. Also stated that the label affixed on the outside of the packaging was very confusing as to what components were sterile especially when the customer was trying to keep the environment sterile for the patient.